Event description:
It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One day post procedure while the patient was in recovery, they experienced a cerebral vascular accident. The patient did not recover, and they died from this event.